Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4)

Event description:
It was further reported that 1 day post-index procedure, prior to discharge the patient experienced severe chest pain without acute ECG changes. Cardiac enzymes were elevated and consistent with the definition of a myocardial infarction. Chest pain was relieved with sublingual nitroglycerin. A follow-up physical exam was unremarkable. A repeat left heart catheterization revealed wide patency of lad stents. Ejection fraction was 60%. The patient was discharged 2 days post index procedure on aspirin and prasugrel with no further chest pain reported.

Event description:
(B)(4): it was reported that during a coronary artery stenting procedure incomplete stent apposition occurred. The target lesion was located in the mid left anterior descending artery with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion by direct stent implanting of a 2.50 x 16 mm taxus liberte stent. Post-stent deployment use of ivus revealed incomplete apposition which was treated with post- dilatations with a non-compliant balloon. Residual stenosis was 0%. Post procedure, elevated cardiac enzymes were noted. Per the physician this was not related to the device.

Manufacturer narrative:
Other relevant history corrected smoking status from smoker to previous smoker. Describe event or problem, relevant tests/lab data, other relevant history updated information. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that 1 day post-index procedure, prior to discharge the patient experienced severe chest pain without acute ECG changes. Cardiac enzymes were elevated and consistent with the definition of a myocardial infarction. Chest pain was relieved with sublingual nitroglycerin. A follow-up physical exam was unremarkable. A repeat left heart catheterization revealed wide patency of lad stents. The patient was discharged 2 days post index procedure on aspirin and prasugrel with no further chest pain reported.